Manufacturer narrative:
The device was discarded, therefore, a product evaluation could not be completed. Without the return of the device, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The device history record review was completed and no related non-conformances were found. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during priming at the me center and before use in a patient the connections of the pressure monitoring kit got disconnected between the dpt rotate part and three way zero stopcock. Tightening the connection did not fix the issue. There was no allegation of patient injury. The device will not be available for evaluation.